Event description:
Performance data from the device was reviewed and it was noted the device was out of specification. Follow up information confirmed that the two power on reset episodes occurred during periods when the patient was receiving radiation therapy. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.